Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. An unspecified confirmatory test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp. The following information was provided by the initial reporter: " customer has a continued issue with positive results in negative controls (just sbt) and samples that are not positive upon repeat."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "evp - discrepant results". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 4/4/2018. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort via document baltrm-maxinst-aph, revision 20, line sw73. H3 other text : see h. 10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. An unspecified confirmatory test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp. The following information was provided by the initial reporter: " customer has a continued issue with positive results in negative controls (just sbt) and samples that are not positive upon repeat."